Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that upon routine inspection of hospital inventory, the da hip offset reamer handles were broken at the joint of the hudson adapter bearing piece.